Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that there was no power to the pump. The display screen was blank and there were no audible tones or vibratory alerts. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: replace battery alarms were observed at the end of the black box history. No damage was found to the battery compartment or cap. The pump powered on with a blank display screen; the display screen was removed and was found to be cracked. The test display screen was inserted to continue testing. During the rewind step the piston rod did not move; during the load step the pump emitted a cs 064-0001 alarm. The pump was unable to be adequately exercised due to the unrelated pump cs 064 alarms. The pump was opened and an internal motor failure was found. The power circuit was inspected and no damage was found to the power circuit.